Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crv received info that this right ventricular lead caused a pericardial effusion at implant. As a result the leads impedance lowered slightly and the thresholds rose slightly. The atrial lead looked fine but the physician felt it was in the pt's best interest to reposition both leads. To date, there have been no adverse pt effects reported. At this time the product remains in service. If additional info becomes available this event will be updated as necessary.